Manufacturer narrative:
The field service engineer went on site to repair the broken part of the grey connector. The part was replaced. Equipment repaired and verified according to other equipment manufacturer. Software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Further evaluation is ongoing. Supplemental report(s) will be submitted when any information is available.

Event description:
As reported for this event, the middle piece of the grey connector of the device was broken. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received for this event. Correction being made for phone number, which was not included in the initial MDR. This supplemental report is being submitted to provide this information. Please see the updates in sections. The staff did not know how or when exactly the issue occurred. The staff was trained and experienced using the washers.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device conformed to specifications at the time of shipping. The cause of the broken grey connector cannot be conclusively determined. It is likely that the tube was unable to be connected as the connector got loosened and came apart. As a cause of the loosened connector, it could be that the user applied stress to the connector toward the loosening direction, and the stress was accumulated. The connector could also have been hit by something hard. The instructions for use includes the following statements: chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.